Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during an upper gastrointestinal endoscopy with clipping procedure performed on an unknown date. During the procedure, the clip did not fire correctly and it was then removed. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h10 has been corrected. Block b3: approximated based on the reported event date of august 2024. Block h6: imdrf device code a150103 captures the reportable event of clips premature deployment.

Manufacturer narrative:
Block b3: approximated based on the reported event date of august 2024. Block g2: medwatch number is (B)(4). Block h6: imdrf device code a150103 captures the reportable event of clips premature deployment.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during an upper gastrointestinal endoscopy with clipping procedure performed on an unknown date. During the procedure, the clip did not fire correctly and it was then removed. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.